Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg explant procedure. The explanted ipg was returned. Additional information was received that the patient was not experiencing inadequate stimulation. The patient had the ipg replaced to upgrade therapy options.

Manufacturer narrative:
The suspect medical device reported in this MDR form is not a reportable event and should not have been reported on a 3500a MDR form.

Manufacturer narrative:
Date of event: exact date unknown, event occurred a month from the date manufacturer was made aware. The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Therefore no problem was detected.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg explant procedure. The explanted ipg was returned.